Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, ibp functional stress testing, and temp functional stress testing without duplicating the report. A visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib cable receptacle was replaced as a precaution. A replacement multifunction cable was sent to the customer. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device restarts/ reboots itself multiple times.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.